Event description:
In this event it is reported that a promark apex locator gave incorrect measurements. It was initial reported that no measurement was possible with promark apex locator. However, on the accompanying letter that was enclosed with the device when it was sent in for investigation, the customer stated ¿incorrect measurement¿.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: investigation result received from external service center emsar: approved not reading lengths correctly. Dentsply promark apex locator sn:(B)(6) accessories: 1 x measuring cable 1 x clip. Evaluation: was not able to duplicate issue. Unit is in good/clean condition with no visible damages. Tested unit with the promark tester and tested the measuring cables that came with the unit. Both tests passed. Touchscreen checks ok. Sound checks ok. Tested apex locator function with the apex fixture. Was able to detect all 3 levels of the apex; test passed. Moved the cable around while checking apex and no loss of connection. Battery checks ok. Possibly bad prong on micro-usb for the measuring cable causing bad connection. Recommend: 1 x v841119000506, 1 x v841119000515. Conclusion: no fault found. Recommended as precautionary measure is to replace the file clip + measurement cable. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.